Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient felt like the implantable neurostimulator (ins) was shorting out starting 6 months prior to the report. There were no falls or traumas reported to have prompted this. The caller stated that they felt the ins shut off on its own and then come back on. It could come back on stronger. The consumer had not checked the programmer when this occurred. No further complications were reported.